Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Patient's representative reported "seroma", "joint pain", "fatigue", "memory loss", "insomnia", "weakness", "anxiety when using a tight top or bra", "difficulty concentrating", "brain fog", "hair loss", "radial folds", "recurring discomfort", "functional limitation for usual activities", "continuous physical discomfort", "sensation of local heaviness", and "significant impairment to her quality of life due to the condition presented". This record is for the left side. Device remains implanted.